Event description:
The customer reported that his olympus visera elite ii video system center was displaying an e226 communication error during preparation for an abdominal procedure. According to the initial reporter, the intended procedure was completed using a similar device without any patient harm or delays.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. It is recommended to check the camera head for possible camera head failure. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[5.3 connection of an endoscope]. Make sure that the video connector and its electrical contacts are completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.¿ olympus will continue to monitor field performance for this device.